Event description:
This report was received from (B)(6). This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake". On (B)(6) 2011, the patient was diagnosed with peritonitis and hospitalized. The cause of the peritonitis was a break in aseptic technique. On (B)(6) 2011, the patient began remedial therapy with fortum (1gm, daily, ip) and reflin (1gm, daily, ip). Dianeal therapy was ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. It was unknown if the peritonitis was resolving. Treatment with fortum and reflin continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.